Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, the 51-year-old black or african american male had a left tsa on (B)(6) 2006. The patient present with pain on (B)(6) 2007. Patient underwent a proximal humeral replacement in (B)(6) 2006 and did well initially, however, approx. 6 months ago developed persistent pain about the shoulder. Clinical findings and imaging studies suggest glenoid erosion resulting in develo (report ended there). The patient underwent the action of standard hemi revision surgery on (B)(6) 2007. Revised to non-exactech implant. The outcome of this event is considered resolved. The case report form indicates that this event is definitely not related to the device and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component sizing, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.